Manufacturer narrative:
Per the tandem user guide: tandem diabetes care recommends that you periodically check the battery level indicator, charge the pump for a short period of time every day (10 to 15 minutes), and avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with a high blood glucose (bg) level of over 500 mg/dl. Reportedly, pump had shut down due to normal battery depletion, suspending insulin delivery. Customer did not perform the steps required to resume insulin delivery following pump shutdown, resulting in bg continuing to rise. While hospitalized, customer experienced a seizure and was treated with intravenous fluids of saline and insulin. Customer was released from the hospital two days later. During troubleshooting with tandem technical support, customer was able to successfully resume insulin therapy.